Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient experienced ineffective therapy. Surgery occurred to explant and replace the lead to address the issue.

Manufacturer narrative:
¿Date of event¿ is estimated.